Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was positioned in several spots but has poor detection and high thresholds and the threshold would raise after 10 minutes of being placed. After the 1st three positions, the ipg was removed and the delivery system was flushed to remove clots but none were noted. Finally, the ipg was placed in a good position, but as the physician attempted to remove the tether, the tether was found to be twisted at the bottom of the ipg. The ipg was re-captured and the tether was detangled. The ipg was being positioned one last time and became stuck in the right ventricle near the tricuspid valve. The tether was pulled but the ipg could not be dislodged from the valve. In this position, the ipg did not pace or sense. It was programmed off and left implanted. A transvenous ipg system was implanted the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analysis of the device memory had an observation relating to implant detect. Implant detect status still on therefore no diagnostics data is stored. If information is provided in the future, a supplemental report will be issued.